Event description:
It was reported that a patient presented in the clinic for a patient notifier due to nonsustained lead noise episodes. Review of the iegm showed intermittent noise, occuring when the patient lays down. Device programming options were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.